Event description:
The pt contacted lifescan and reported that her one touch ultra meter (serial number not provided) kept giving the apply sample icon. Medical affairs specialist called and left a message for the pt. A letter will be sent since there was no response. During troubleshooting, it was verified that this was not a new product and that the pt was applying enough sample to the test strip. She was asked to retest with a new test strip and a sufficient sample size, but the test did not start. The pt's testing technique was correct. The issue still persisted when she retested with a new test strip from a new vial. The meter did not count down and the issue was not resolved. She was experiencing thirst at the time of concern. It is unk if she attempted to test at that time. The pt had consulted a medical professional and her medication was increased. It is unk as to how long the patient was having this issue with the meter and was unable to test her blood glucose. Her medication was also not provided. Based on the information provided, there is an indication that the product has malfunctioned since the meter issue was not resolved. However, there is insufficient information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.